Manufacturer narrative:
More information was requested. The patient was contacted by phone and a meeting was held to obtain additional information. All information received so far is covered in this report. Additional information has been requested and is currently not available. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
The patient called zimmer biomet, and is reported about metal allergy, electrical feelings and noise in his ear, probably coming from his implant. He is seeking for information and assistance, as his doctor can't help him.

Event description:
It was reported that the patient was implanted a tha and underwent a revision surgery after 8 months due to metal allergy, electrical feelings and noise in his ear.all implants were removed.

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information was requested at complainant the latest one on september 12, 2017. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item numbers are available. Review of event description: it was reported that the patient is suffering from a metal allergy, electrical feelings and noise in his ear, which is assumed to result from his hip implant. He has been initially implanted with an hip implant at the left hip side, which has been revised on (B)(6) 2010. Review of received data: seven x-rays have been received. - 1 x-ray dated (B)(6) 2010: prior to the first implantation - 1 x-rays dated (B)(6) 2010, 1 x-rays dated (B)(6) 2010 and 1 x-rays dated (B)(6) 2010: initially implanted left hip prosthesis. No definite product identification can be done. However, the implantation date of the initial surgery using the metasul head was identified to be the (B)(6) 2010. - 1 x-ray dated (B)(6) 2010: revised hip prosthesis - two more x-rays have been received (dated (B)(6) 2016 and (B)(6) 2016), which are not related to the reported event. Additionally, surgical reports and surgeon's communication have been received. - a report from a medical consultation from (B)(6) 2011 has been received. It is mentioned that the patient had a revision of the total hip prosthesis due to a "doubtful metal intolerance" on (B)(6) 2010. All other received data is not related to the reported event. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the metasul head is kept by the patient. The location of the other components is unknown. Review of product documentation: - d011500200 rev 9 "instruction leaflet for endoprostheses" was reviewed. This leaflet, which is available in the product packages, provides information about relevant contraindications, hazards, adverse effects, warnings, precautions, sterilization conditions as well as storage and handling of the device. ¿allergy to the implanted material, above all to metal (e.g., cobalt, chromium, nickel, etc.)¿ is indicated as one of the contraindications in the leaflet. Moreover, it is stated under the warnings>preoperative section that ¿although allergies and other reactions to implant materials are unusual, they should be taken into consideration and excluded before surgery.¿ additionally, under the warnings>side effects section, it is indicated that possible consequences of an implant include "tissue reactions and allergies to the products of corrosion or wear and cement particles". Root cause analysis: root cause determination for the metasul head using dfmea: - increased release of wear particles, loosening of components, foreign body reaction due to increased wear from articulation due to insufficient wear performance of components (material, surface, clearance) => not possible: compatibility masterfile and compatiblity specificatio certify the suitability of the material. Conclusion summary: it was reported that the patient was implanted with zb hip implants and underwent revision surgery due to metal allergy, electrical feelings and noise in his ear. This cannot be related to a single specific failure mode. There is no medical document confirming whether the patient has some allergy against the materials used. As it is indicated in the package insert d011500200 rev 9 ¿instruction leaflet for endoprostheses¿ allergies should be taken into consideration and are contraindications. For example a preoperative test could potentially identify an allergy to the implant materials patient and avoid potential adverse reactions. It is possible that the patient is allergic to one of the materials implanted, however, this cannot be confirmed and the patient's symptoms are unspecific. Therefore, it is impossible to identify an exact root cause for the reported event. Concomitant medical devices: - unknown metasul inlay, ref#unknown, lot#unknown - unknown cup, ref#unknown, lot#unknown - unknown metasul head, #unknown, lot#unknown therapy date: (B)(6) 2010. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information for this case was received and the MDR report was updated. Other additional information was requested at complainant and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown weber stem cemented s-s taper 12/14 on an unknown side on (B)(6), 2010 and the patient underwent revision surgery on (B)(6), 2014 due to metal allergy, electrical feelings and noise in his ear where the head was revised.